Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient experienced pain and redness around the region of their irreducible hernia sac. Insulin injections were already given at the site of the sac and imaging diagnostics showed an infected hematoma. The patient's white blood cell count was 6.75 k/ul on (B)(6) 2018. The patient was given additional antibiotics, as well as an x-ray of the thorax and sonography. The infected hematoma in the umbilical region was removed, and on (B)(6) 2018 the event was considered resolved/recovered. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infected hematoma in the umbilical region and a direct correlation with the device could not be determined through this evaluation. It was reported that on (B)(6) 2018, the patient experienced pain and redness in the region of his irreducible hernia sac. It was noted that the patient already had insulin injections into the hernia sac. Imaging diagnostics (including sonography and thorax x-ray) reportedly showed an infected hematoma and the patient was administered antibiotics. The patient's white blood cell count was noted to be 6.75 k/ul on (B)(6) 2018. The infected hematoma in the umbilical region was surgically removed and the outcome of the event was considered resolved/recovered on (B)(6) 2018. Additional information provided indicated that the infection was non-device located and no further details regarding the type of infection were available. No alarms or functional issues with the lvas were reported in association with this event. The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.